Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was inaccessible on two tampons upon removal. She was able to manually remove the tampons and noticed the string was at the other end upon removal. She did not need to seek medical assistance.